Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed oversensing noise on the right ventricular lead and right atrial lead resulting in pacing inhibition and inappropriate mode switch episodes. No changes or interventions were reported. The patient status was not reported.